Event description:
It was reported that during the implant procedure, the lead was used as part of a proctorship and was placed several times successfully. The proctor then requested a new lead and this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned for analysis and no anomalies were found. It was reported that there was blood in/on the helix.